Event description:
It was reported that a mobi-c implant disassembled intra-operatively while the cartridge was being removed; the inferior endplate pulled out about 1mm. The implant was removed and replaced with another one to complete the procedure without patient impacts.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a mobi-c implant disassembled intra-operatively while the cartridge was being removed; the inferior endplate pulled out about 1mm. The implant was removed and replaced with another one to complete the procedure without patient impacts.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the product could not be evaluated since it was not returned and there were no photos provided. Potential cause: root cause was unable to be determined. This event could possibly be attributed to adjusting the implant during insertion or turning the handle knob the wrong way during assembly or insertion. DHR review: per DHR review, the part was likely conforming when it left zimmer biomet control. Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.